Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. Deep scratches are observed starting on the edge of the optic going to the center of the optic. A deep gouge mark is observed in the center of the optic on the anterior surface. The lens is split and cracked on one side of the optic along with a broken piece of the edge missing. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of a qualified associated cartridge and viscoelastic. The use of an unspecified company handpiece was indicated. It is unknown if a qualified handpiece was used. Lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company¿s release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Company foldable intraocular lenses (iols) are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The instructions for use (IFU) instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, mark on the lens in the center of the optical zone was noted. The iol was exchanged for unspecified lens following the initial implant procedure. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).